Event description:
Patient reported cannula bending at the time of insertion, when using this infusion set. Patient indicated that her blood glucose was in the 400's mg/dl. Patient that she self-treated with injections.